Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm or battery power loss alarm noted. However, unexpected replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Unit was received with faded serial number label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Troubleshooting was performed. Customer cannot recall blood glucose reading. Customer had changed batteries 3 times in 4 days. Customer said replace battery now without a low battery warning happened twice. Additionally, the incident happened a lot but the customer never called to report it. On (B)(6) 2017 he changed a battery also. Customer was advised to replace the insulin pump. Insulin pump will not be returning for analysis.